Event description:
When cleaning the tip of an insulated electrocautery tip it was noticed the clear plastic insulation sleeve was missing. It was found later after a search. This was previously noted another case, but the specific device information is not available for that case.